Event description:
The customer reported a high bg level of 353 mg/dl when the pod was first placed; over the following two hours, her levels continued to rise (400-498mg/dl) despite multiple correction boluses. She noted that when she was filling the pod with insulin, she heard a "cracking sound with resistance with insulin flowing back out." Despite this, however, she proceeded to place the pod on her abdomen. Insulet product support suggested that in the future, she shouldn't place a pod that is hard to fill with insulin with a crackling sound. The pod will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. We are unable to confirm any device malfunction. The customer noticed a "crackling" noise during the fill process which indicates a problem with the retainer that allowed a component to move, resulting in internal damage to the device. This damage would have prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt when filling the pod with insulin and a distinct "crackling" noise, resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." Despite this warning, the user proceeded to place the device. Although it cannot be confirmed through evaluation, it is assumed that a device failure had directly contributed to the customer's high bg levels based on the symptoms provided in the report. Lot qualification test results for this pod lot (l30423) revealed zero failures associated with the assumed failure mode of the subject device.